Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided and without the device to analyze, a cause for the reported leak cannot be determined and there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system, the gripper line cap was leaking and if were to reoccur, may compromise the fluid path integrity, which has the potential to cause or contribute to serious injury. It was reported that during preparation of the clip delivery system (cds), when the delivery catheter (dc) handle was pressurized, the cap on the gripper line was leaking. The device was not used in the anatomy, and a new cds was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.